Event description:
Subsequent to the filing of the initial medwatch report additional information received: all devices used were proglide devices not perclose at. The physician is trained in the use of the proglide device.

Event description:
It was reported that suture placement with five perclose a-t devices were attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was an 8f. Reportedly, suture breaks occurred with the five perclose a-t devices. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was surgically achieved. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose a-t device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR numbers.